Manufacturer narrative:
The received sample was not returned with the original packaging. The sample device was examined showing that the tubing had signs of damage and discoloration. The sample was evaluated. The sample provided confirmed the tubing expanded to form a balloon shape which burst causing a separation of the tube. However, the root cause of the reported issue has not been conclusively determined. All information reasonably known as of 18-may-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 9611594-2023-00043 for the first event. It was reported the nasogastric tube was breaking/fracturing while inside of the patient during use. There was no reported injury. It was noted "on abdominal x-ray obtained pre-operatively to verify dobhoff tube location per burn unit protocol, tube visualized to be damaged/potentially fractured. Tube removed promptly, noted to be almost completely severed... No indication that tube was not used appropriately nor misuse of equipment by staff."